Manufacturer narrative:
The insulin pump passed the displacement and self tests. No alarms or frozen display were noted.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer's wife called the paramedics, and his blood glucose reading was 45 mg/dl when they arrived. Prior to the event, the customer gave himself a manual infection, followed by a bolus. The customer also stated that the alarms are not loud enough and he can't feel when the insulin pump vibrates. In addition, the customer reported frequent frozen displays and alarms on the insulin pump. Nothing further was reported.